Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device displayed a "defib fault 77" message and then either the display blanked out, or the device shut off. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent testing, the device was intermittently unable to power on.

Manufacturer narrative:
The customer's device was returned for a report that the device displayed a "defib fault 77" message and either shut down, or the display blanked out. The customer also reported that the device was subsequently unable to turn on. Our review of the device's activity logs did not find any evidence to support the customer's report that a "defib fault 77" message was displayed at any time. The customer stated they were confident that this device was the device in the patient event. However, we did ask the customer to view the activity logs for the five devices they have at their facility, and the message was not found in the activity logs. Our investigation for this reported malfunction was unsubstantiated. The customer's report that the device either shut off, or the display blanked out was not replicated after extensive testing. The device passed the final test procedure with no faults found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.